Manufacturer narrative:
The 500 ml hospira bag (B)(4), lot 74-603-fw, exp 1 aug 2018, heparin sodium. The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a primary infusion of heparin 25000 units/500 ml was started in the e.d. The ordered dose was 12 units/kg/hour with an intended rate to be infused at 21.7 ml/hr continuously. The patient arrived to the ICU approximately 2 hours after the infusion was started. The rn noted excess flow with approximately 90 ml left in the medication bag. The infusion was stopped and disconnected from the patient. The patient required frequent monitoring of vital signs, lab work and neurological exams. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of the device infusing at the wrong rate was not confirmed or replicated. The pcu event log shows that at 2:12 am on (B)(6) 2017 the device was programmed to infuse heparin weight based dosing 25000 units in 500 ml with a dose of 12 unit/kg/hr, which made the rate 21.8 ml/hr. At 4:22 am the device was channeled off with no alarms having occurred. At 4:31 am the device was selected and the infusion restored and started. The device alarmed multiple times for check IV set and the user paused the infusion at 4:34 am and channeled the device off. The volume recorded as being infused during this period was 46.978 ml. During visual inspection the platen was observed to be broken at the lower bracket and was not secured properly to the device. Both door hinges were noted to be cracked. Functional testing found the pump module to be delivering fluid within specification. No anomalies were observed with the primary set. The proximate cause of the device infusing at the wrong rate was the broken platen. Previous investigations have shown that this can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the breakage was not identified.